Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient given a new mobile power unit (mpu) on 16mar2026. Additional information reported that the patient was given a new mpu due to yellow wrench alarms that were not cleared by obvious troubleshooting, including a aa-battery exchange.